Manufacturer narrative:
Cts 2nd level support confirmed the customers' complaint and was able to reproduce the misread in house on the "datalogic" version of the scanner. The older hand held scanner by "hand held products" reads the label correctly. The customer was informed that "when using the hand barcode scanner to identify samples, a check has to be performed to verify concordance between sample ID label and reading". This issue is being investigated. Nonconformance # (B)(4) was opened for this issue. (B)(4)

Event description:
The customer reported that the ortho provue would not read the barcode label so it was read manually with the handheld reader. The barcode was read as a 9 digit number # "(B)(4)" instead of the 6 digit # "(B)(4)". No erroneous results were reported.